Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic prostatectomy procedure, the device did not make the first shot and in the second shot it stopped and no longer functioned, making it impossible to use. To finished the procedure it was necessary to used another product that worked without problem. There was no patient injury.